Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.

Event description:
It was reported the lead was attempted, but not used due to a "stimulation defect. The lead was not implanted. There were no patient complications reported as a result of this event.